Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device received alarm error codes / messages, "unit powers up, ch error no other errors shown." There was no patient involvement.

Event description:
The customer reported that the device received alarm - error codes / messages, "unit powers up, ch error no other errors shown." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced q15 in logic board (damaged caused channel error). Replaced rear case assembly (fluid ingress). Replaced bother pressure sensors (third party parts). A review of the device history record showed the device had a manufacture date of 08jun2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board - fet failure (channel error). A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes / messages, "unit powers up, ch error no other errors shown." There was no patient involvement.